Event description:
It was reported by the user site that on (B)(6) 2026 during use of a selenia dimensions 3d 6000 package system, the gantry stuttered and vibrated when being rotated toward the 45-degree position. The user site reported that the issue occurred during patient use, was felt as vibration or shaking of the gantry, and occurred consistently after first being noticed the previous day. The user site reported that the issue occurred when rotating to the left side only and that the exam was completed. No patient impact or injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and confirmed that the shaking occurred when the customer rotated the gantry to the negative 45-degree position. During the investigation, the fse identified a failing rotational drag brake and insufficient lubrication on the rotational gear. The fse lubricated the ring gear and worm gear and replaced the rotational drag brake. The fse also inspected the vertical travel assembly (vta) bolts and reported that four bolts were able to be tightened. A return visit was scheduled to complete repair using longer vta bolts. Following the initial repair, the system was tested and no issues were observed at that time. No further information is currently available.